Event description:
The initial reporter questioned low results for both qc and patients tested ise indirect na for gen.2 (na) on a cobas 8000 ise module since (B)(6) 2019. The low patient results had been reported outside of the laboratory and were questioned by physicians. The customer provided discrepant results for 2 patient samples. Patient 1 initial result was 131 mmol/l with a data flag on the instrument in question. The sample was repeated on a different module and the result was 140 mmol/l. Patient 2 initial na result was 120 mmol/l on the instrument in question. The repeat result from the other module was 150 mmol/l. There was no allegation that an adverse event occurred. The repeat results were believed to be correct. The na electrode lot number was i8134. This electrode was installed on 04-mar-2019. The expiration date was not provided. The field service engineer (fse) visited the customer site and did not find a root cause. The vacuum sipper tubing was flushed and all the electrodes and pinch valve tubes were replaced. Calibration and qc were within range. Calibration alarms were observed. Qc data was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.